Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patients daughter called patient services (ps) and stated that the patient had recently passed out and wanted to ensure that the device is working. The reason for the syncopal episode is unknown and not sure if its device related or not. Ps suggested contacting the patient's physician and speaking to them regarding the syncope. To date, no additional adverse patient effects have been reported.